Event description:
The pt was implanted with a left ventricular assist device. Approx 1 year post-implant, the pt was at home sleeping and was woken up by an alarm and started feeling sick. The pt switched to battery support and began to feel much better. Subsequently, he tried to connect back to the power base unit (pbu), the pump speed decreased to 6800 and the alarm sounded. The system controller and power based unit pt cable were exchanged, but the alarm continued. The pt switched back to batteries. The pt was admitted to the hospital due to suspected damage to the percutaneous lead.

Manufacturer narrative:
The pt was transplanted on (B)(6) 2012. A preliminary review of the system controller log file supported the suspected damage to the percutaneous lead. The MFR is attempting to acquire the explanted device for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.